Event description:
Ulticare insulin syringe 1/2cc 31 gauge ndc# 08222094599 has defective needles. The syringes have 2 needles exiting the barrel which are different sizes. Diagnosis or reason for use: diabetes.